Manufacturer narrative:
A2 - unk a4 - unk a5 - unk a6 - unk claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vicm5 12.1, -10.5 diopter, implantable collamer lens was implanted and replaced intraoperatively with a longer length lens on (B)(6) 2024 from patient's right eye (od) due to low vault.this resolved the problem. Cause of the event is reported as device: reinstein formula.